Manufacturer narrative:
Batch review performed on 25 june 2018: lot 153535: (B)(4) items manufactured and released on 06 november 2015. Expiration date: 18.10.2020 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
One (1) year and 7 months after primary the surgeon revised the patient knee for a instability case. Only liner swap, no additional cuts performed successfully.